Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the tip adhesive peeling and acoustic lens failure were caused by stress or handling or other factors. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, hole , sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Event: no additional information was available. The device was evaluated, and the reported issue was not confirmed, however, due to a pinhole on the bending section cover water tightness was lost. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The scope cover plate was detached. The nut was loose. Due to a pinhole on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. Due to damage on the ultrasonic cable, the number of missing elements exceeded the standard value. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. The acoustic lens was peeled. The distal and had a dent. The objective lens had a scratch. The adhesive on the bending section cover had a chip. Due to wear of the angle wire the bending angle in the right direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking at the distal end. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end between the acoustic lens and ultrasound probe, and the acoustic lens had a scratch. This report is to capture the reportable malfunctions of the gap of gap of adhesive on the distal end between the acoustic lens and ultrasound probe, and the acoustic lens had a scratch noted at estimation.